Event description:
It was reported the generator had error code 10 occur 4 times before the patient procedure. The malfunction occurred before the therapeutic laser lithotripsy. The procedure was completed with the same device. There were no reports of patient harm or injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: d8, d9, d9. Based on the results of the investigation, a definitive root cause could not be identified. However, the most probable cause of the complaint is cause not established, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.